Event description:
The customer reported the system was not booting up. No pt injury is reported.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable and no additional service into was provided.